Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the 'up' arrow was intermittently unresponsive. The reporter stated that the 'up' arrow is not responding as it should, and that the button has to be pressed multiple times and harder for the button to respond. No damage was noted to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/12/2013 with the following findings: the keypad cover was found to be fully intact; no damage or peeling was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive and required multiple button presses with increased force to engage; the down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.